Event description:
Pt in e.r. For m.I. Tpn protocol ordered. Administered twice the dose of reteplase via IV pump. Subsequent CT scan noted massive subdural bleed. Pt's condition deteriorated and they expired.